Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena "no image" and "image failure caused by the loosened output socket" were not reproduced. Therefore a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see correction to b3 and updated information to b5.

Event description:
Additional information was received from the customer which confirmed the loss of image occurred during a videolapar procedure. The column was changed with dilation of procedure time. There was no patient harm or consequence reported as a result of the event.

Event description:
The customer reported to olympus, the visera elite ii video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to a loosened output socket. Additional findings include the top cover was damaged and a light source error, e211 occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Information that would not fit in space provided: e1. Address line 2: (B)(6).